Manufacturer narrative:
The user received sensor replacement alert on 30th of june 2024, day 17 post insertion. The investigation on the returned sensor revealed that the sensor experienced a led short. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report is updated to 27 september 2024. G3. Date received by manufacturer updated to 23 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 2, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.